Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The blue color protection sleeve was missing with a slight stain on the outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the blue protection sleeve on the single use biliary drainage stent v was missing and the area around the v marking indicator had a brown stain. The blue protection sleeve is used to protect the plastic stent during the insertion into the biopsy channel. This was observed prior to an endoscopic retrograde cholangiopancreatography (ercp) when the nurse was inspecting the newly opened stent packaging. The procedure was completed using a similar device of the same model. There were no reports of patient or user harm associated with this event. The patient was reported to be in good status.

Manufacturer narrative:
The manufacturer has determined there is no potential for this complaint to cause an adverse event. Per the legal manufacturer, the customer's complaint of the blue protection sleeve missing on the single use biliary drainage stent v has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the browning around the v-marking on the sheath is due to manufacturing and is not a problem with the product. However, a final root cause of the reported event (missing protection sleeve) was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the condition of the device was it was returned. The device was received fully assembled and in good condition.